Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2024 and the symptoms were first noticed on (B)(6) 2024. The patient consulted hcp who prescribed chlorhexidine 3 times a day for the next few days. The patient stopped wearing the transmitter and followed the treatment provided by the hcp after which the symptoms were improved. The incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient reported irritation at the insertion site, first noticed on (B)(6) 2024 at 8:00 pm. The sensor was inserted on (B)(6) 2024. The patient reported that she felt no pain or discomfort but that when she touches the area, it stings. The patient visited hcp who prescribed chlorhexidine.